Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. It was reported that at 0245, microbubbles were noted at the 3-way stopcock, and tubing was changed. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10011865 because a lot number was not provided by the customer. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that ext set smallbore .2mf ped had air bubbles. The following information was provided by the initial reporter: material no: 10011865 batch no: unknown. It was reported that at 2045 microbubbles were noted at the 3-way stopcock, and tubing was changed again. Customer response (B)(6) 2020: it was noticed at the beginning of the shift that the air filter on the tpn tubing had de-primed. The line was disconnected from the ECMO manifold, and de-aired by a line team member assigned to a patient in the pod. This occurred twice. Shortly after 2000 micro-bubbles were noted in the distal 3-way stopcock located in line between the manifold, and the ECMO pigtail. The stopcock was changed, air was then noted in the manifold, it was changed. At approx. 2030 I came to the bedside where all lines and filters were re-examined. All lines were disconnected individually, de-aired, and reattached, new intra lipids were hung with new air filter. Within 5 minutes, the tpn air filter had filled with air, the line was rehung with a separate air filter and rehung. Shortly after all air filters in line had filled with air, micro-bubbles were noted again in the 3-way stopcock. All filters were removed from the lines, and lines were connected to individual ports on the manifold, thus removing a 3-way line splitter from the troubleshooting. At 2200 ecmoo manager on call was notified of the issue and current fix. At 0245 micro-bubbles were noted at the 3-way stopcock again it was changed again. Air was noted in IV lines post alaris pump infusion chamber. Alaris pump brain and all 4 modules were changed lines were de-aired again filters were added back into line to see if alaris change made a difference. Within 5 minutes all air filters had refilled with air. During the entire shift all troubleshooting ECMO pump venous pressure ranged between 30 and 35, pre and post pressure were 270-290 and 256-273 respectively. All troubleshooting was completed, inspected, and double checked by the nicu bedside nurse, the ECMO bedside specialist, a member of line team, and the in house ECMO primer without resolution for the filters filling with air. Filters de-aired regardless of being held above, below, or equal to the level of the manifold.